Event description:
It was reported that the customer was hospitalized for high blood glucose of 390 mg/dl. Troubleshooting was performed. It was stated that the customer was vomiting prior to his admission. Reviewed the settings on the insulin pump and found that the customer had a basal rate of 0.0 units for almost all day. Advised the customer to check with her doctor to see if the basal rate is correct. Explained to the customer that this may be the result of her high blood glucose. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.